Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was not working properly. A technical support specialist (tss) uninstalled and reinstalled the lumidigm driver, verified the bio ID service, and performed system checks, including server configuration and domain validation, but the authentication failures persisted. Additional troubleshooting steps such as restarting services, updating windows, and rebooting the station did not resolve the issue. Then issue was escalated to field service engineer (fse) and fse proceeded with replacing the bio ID scanner and reinstalled the driver, after which authentication functioned normally and customer confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station logged the user out and rebooted each time fingerprint authentication was attempted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.